Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Per dealer, left side brake cable broke off of upper handle area, where it connects to the handle and down by the brake area by the wheel. Ball at each end of cable broke off. Will not lock rollator. MDR filed.